Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that on the first day of ilet use, after unlocking the screen, the device entered the fill tubing workflow while the infusion set remained connected to the body; the user could not remove the inset, was instructed to confirm ¿do you see drops?¿ and was informed they likely selected ¿fill tubing only,¿ and they reported a blood glucose of 228 mg/dl with levels above 180 mg/dl for about one hour after a breakfast meal announcement. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention beyond monitoring, and no alarms. Investigation included troubleshooting and user education regarding proper workflow, acknowledgment that the ilet algorithm is conservative during initial learning, and guidance to monitor glucose and call back if not decreasing within one hour. Investigation of this case revealed use error related to initiating a fill tubing sequence while connected to the body, with no device malfunction reported and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear with respect to the transient hyperglycemia, likely influenced by early adaptive dosing and possible unintended fill tubing action. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.